Event description:
Per the audiologist, the surgeon completed a CT scan which indicated the electrode array to be outside the cochlea. Explant and reimplantation is planned but had not been scheduled at the time of this report.

Manufacturer narrative:
No device failure.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(4), 2011; during the same surgery the patient was reimplanted with another device.this report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).